Manufacturer narrative:
Block d2b: pro code: qrb. Block b3: exact date unknown, event occurred in approximately may of 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7080109. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 580224. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances, and the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient was also experiencing implantable pulse generator (ipg) charging difficulties. The patient underwent a spinal cord stimulator (scs) system revision procedure and was doing well postoperatively. The explanted device components well not be returned by the medical facility.